Event description:
This lead was implanted on (B)(6) 1989 and capped on (B)(6) 2012 due to low lead impedances and low sensing which may have contributed to shorter than normal device longevity. The procedure took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).